Event description:
Percutaneous coronary interventions performed. A second taxus stent was used on another lesion. After stent was deployed, there was no balloon deflation. The entire inflated balloon had to be pulled out with the wire.